Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one cable was found to be broken around grove near grip. The broken cable segment sticks out at wrist but there were no signs of damage where cable broke off. The idler pulley was able to spin freely and it was not damaged. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si sacrocolpopexy w/hysterectomy procedure, the customer noted a broken cable on the large suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.